Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The delivery device was returned for evaluation. Visual inspection found the plunger rod fully advanced in the device and the blue silicone cushion is protruding from the tip causing the tip to be expanded or bulging. Functional testing could not be performed due to the condition of the received device.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the blue plunger extended beyond the injector tip and got caught in the incision. The surgeon had to enlarge the incision to remove the injector from the eye. Reportedly, the surgeon planned to follow up with the patient to ensure the blue plunger did not cause any damage to the cornea. Additional information has been requested, but has not been received.